Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, upon activation of the plasmablade device, the patient's st. Jude duel chamber pacemaker stopped functioning. The patient became asystolic and CPR was performed. The surgeon placed an emergency lead and the pacemaker started pacing. The surgeon reported less than a minute of asystole and the patient is alive with no injury. It is unknown if the plasmablade device came direct contact with the pacemaker.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: when device was activated on coag, a loud metal grating sound was heard coming from the handpiece, the patient¿s pacemaker stopped working , and f-5 errors occurred throughout the case. Complaint device details: product code (cfn): ps100-100rf serial: (B)(4), testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. The packaging did not appear to have sustained damage during transit. External visual: there was no evidence of external defects to the generator. Internal visual: there was no evidence of internal defects to the generator. Functional inspection of generator related to reported issue(s): test(s) performed in accordance with reported issue: functional test, power output test, event log reviewed are measurements within specification?: yes equipment used for testing: ps210-030s, ps200-040, 7129, 7254, 7255, 7236, 7237, 028, 297, 7186, 7246, 7282, and 7304 results of each test performed: both functional test and power output test passed and no loud metal grating sound was heard coming from the generator on either ps210-030s, ps200-040 test devices. Event log confirmed three fault f5 codes on the reported event date 19 august 2016. Describe defect found and impact to functionality: fault code f5 ¿ rf module monitor has detected a rf module failure. The controller processor has detected that the rf output module has failed. Impacts functionality by temporary loss of use of the generator describe resolution of defect (fix): turn the generator power off and then turn the power on again. Reconnect the handpiece and patient return electrode after self-test has completed. If self-test is successful and device is recognized without issue the generator is functional. Were there additional failures found? No slhr review: prior service history is unrelated to this complaint: 2013-08-15, 2014-12-16, and 2016-03-08. Investigation conclusion: the reported issue was confirmed for f-5 fault codes, not confirmed for noise or interference. Reference documents: complaint analysis-generators-work instructions, 42-10-1119 rev. B pulsar generator preventive maintenance guide, 70-10-1231 rev. C.

Event description:
During the case, upon activation of the plasmablade device, the patient's st. Jude duel chamber pacemaker stopped functioning. The patient became asystolic and CPR was performed. The surgeon placed an emergency lead and the pacemaker started pacing. The surgeon reported less than a minute of asystole and the patient is alive with no injury. It is unknown if the plasmablade device came direct contact with the pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.